Manufacturer narrative:
The device passed testing. Testing was conducted using the customer's returned pt pendant cord. No unrequested bolus delivery was noted throughout the testing procedures. The pump history was downloaded at the manufacturing facility. The customer did not provide programming parameters; therefore, the history cannot be utilized to evaluate the reported event.

Event description:
The customer contact reported an unrequested bolus dose was delivered. The pump was returned to the biomedical department from the intensive care unit with an unsigned note that stated, "button that the pt pushes is too sensitive. Delivered dose when just touches bed. Pt got too much medication." No specific pt information, pump programming, or event details were provided. There were no reports of any adverse pt events while the device was in clinical use. Multiple unsuccessful attempts have been made to obtain additional information.